Event description:
This customer reported intermittency of the chest leads required for a 12-lead ECG. There was no negative patient impact.

Manufacturer narrative:
(B)(4). This customer reported intermittency of the chest leads required for a 12-lead ECG. There was no negative patient impact. This complaint is still being investigated. A follow-up report will be submitted once the investigation is completed.